Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis. The cause, treatment, and patient outcome were not reported. During the hospitalization, the patient's pd catheter was removed and the patient began performing hemodialysis. No additional information is available.

Manufacturer narrative:
The event was clarified as the patient had a breach in aseptic technique. The breach was not further identified. The event was manifested by abdominal pain. The hospitalization was on the same day as the event onset. On an unreported date the same month as event onset, the patient started treatment with intravenous meropenem (1g; frequency not reported), intravenous amikacin (100mg; frequency not reported) and intravenous vancomycin (1g; frequency not reported) for peritonitis. On an unreported date the following month, treatment with meropenem, amikacin, and vancomycin were discontinued. On an unreported date in second week of that month, the patient was discharged from the hospital. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. Also on an unreported date that month, the pd catheter was removed and dianeal therapies were discontinued (current mode of dialysis therapy was not reported). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.